Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a 43 mm diameter thoracic aortic aneurysm. The aorta distal to the left subclavian artery was severely angulated. The aorta diameter just distal to the left subclavian artery measured 29.2x31 mm. It was reported that the patient had y-shaped graft replaced and nephrectomy of the left kidney done prior to the index procedure. The physician planned to implant the valiant stent graft proximal to the severely angulated portion of the descending aorta. During the index procedure, the delivery system was advanced to the targeted landing zone under angiography. The angiography was performed with the pigtail catheter placed just below the left subclavian artery. The physician then marked the targeted landing zone on the imaging. The physician adjusted the position of the device after the first two stent of the stent graft was deployed. After the third stent was deployed, the physician pulled back the trigger and deployed the entire stent graft. The stent graft did not appear to have deviated from marked position; however, angiography showed that the stent graft was inaccurately delivered. The proximal side of the stent graft had unexpectedly landed on the severely angulated portion of the descending aorta and resulted in bird beak. The physician then decided to implant another valiant stent graft to just below the left subclavian artery. The delivery system was advanced and angiography was performed. The targeted landing zone was marked on the imaging, and the stent graft was implanted. During the implantation of the stent graft, the physician attempted to pull the delivery system back to adjust the implanting position; however, the physician failed in pulling the delivery system back sufficiently and as a result, the stent graft was inaccurately delivered. Half of the left subclavian artery was unintentionally covered by the stent graft. The patient received treatment. The physician implanted a chimney stent from an unknown manufacturer into the left subclavian artery. There was no endoleak observed and the procedure was completed. Per the physician, the cause of the inaccurate delivery and unintentional coverage of the left subclavian artery was due to user error; the physician failed to pull the delivery system back sufficiently during deployment. In addition, it was possible that the change in the blood vessel tension had pushed the delivery system toward the proximal side after the delivery system was advanced to the targeted landing zone and marking was done via angiography. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.